Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the attempted lead implant in the atrium, the physician could not verify whether the lead helix was extended as no gap was visible. When the lead was removed from the patient, the helix was seen to be extended. The doctor elected to use a different lead and the helix gap was easily seen under fluoro on that lead after helix extension. No patient complications have been reported as a result of this event.